Event description:
The door on the battery compartment often wears or breaks off when being opened to change the batteries.manufacturer response for tele transmitter/receiver, (brand not provided) (per site reporter).======================battery door replacements are available for purchase.manufacturer response for telemetry transmitter/receiver, (brand not provided) (per site reporter).======================battery covers are available for purchase as a replacement part.